Event description:
Litigation alleges that the patient suffered great pain, immobility, and disfigurement on account of his asr right hip implant. Litigation further alleges that the patient experienced excessive levels of chromium and cobalt as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered great pain, immobility, and disfigurement on account of his asr right hip implant. Litigation further alleges that the patient experienced excessive levels of chromium and cobalt as determined from blood tests. Doi: (B)(6) 2006 dor: not yet scheduled (right hip). Patient is a resident of (B)(6). Update 06/01/2012 - medical records were obtained. Medical records indicate part/lot numbers. Update rcvd 10 april 2014 - der added revision date, hospital details and surgeon.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.